Event description:
It was reported that the customer received a button error alarm on his insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 228 mg/dl. The customer also received a weak battery alarm. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that all buttons did function properly. However, moisture damage was found on the keypad traces. No button error alarm noted during testing. All the operating currents are within the specification, no unexpected low battery, off no power, weak battery or battery out of limit alarm noted. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.